Manufacturer narrative:
Citation: fortunato g aortic valve replacement in intermediate risk patients: surgical outcomes rev argent cardiol 2018;86:114-117. Doi.org/10.7775/rac.v86.i2.11462 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding surgical outcomes in aortic valve replacement in intermediate risk patients. All data were collected from a single center between january 2007 and march 2017. The study population included 97 patients (predominantly male, mean age 80 years), an unknown number of which of which were implanted with medtronic hancock ii bioprosthesis. No serial numbers were provided. Among all patients, 30- day mortality was reported to be 5.1%. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed mortality. Among all patients, adverse events included: ischemic stroke(3%), atrio-ventricular (av) block requiring permanent pacemaker implantation (4.1%), myocardial infarction (mi), atrial fibrillation, bleeding requiring reoperation and mild paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.